Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes ventricular impedances of 250-275 ohms, intermittent sensing and a high capture threshold.